Event description:
A hospital in (B)(6) reported that water leaked at the connection between the bag spike and the water feed tube of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned for investigation. The chamber was connected to a waterbag for testing. Results: it was found that sufficient glue was present around the spike and feedset tube connection, but it appeared to have only partially bonded. A drop of water was observed at the connection between the feedset tube and water bag spike. A lot check revealed no other similar complaints for this lot. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed during use, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).